Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned sample, needle pierced through catheter were observed. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. The verbatim mentioned, ¿the catheter was moved to remove the tight contact between the catheter and the needle, and when the catheter was returned to the tip, the needle stuck into the catheter¿. Hence, it was suspected that the needle pierced through catheter occurred during breaking of tip adhesion, when the user re-inserted the catheter after partial withdrawal. The user is recommended to follow the instruction in the IFU (d14728 revision 02) to rotate the needle hub 360° for tip adhesion breaking instead of withdrawing the catheter from the needle, as reinserting the catheter after partially removing it will most likely cause needle pierce through catheter. As current control, there is outgoing inspection and hourly in-process inspection in place to check for needle pierced through catheter and catheter damage.

Event description:
This report is about needle through catheter. The catheter was moved to remove the tight contact between the catheter and the needle, and when the catheter was returned to the tip, the needle stuck into the catheter.

Event description:
It was reported that bd insyte IV needle went through the catheter. The following information was received by the initial reporter in japanese with the verbatim: this report is about needle through catheter. The catheter was moved to remove the tight contact between the catheter and the needle, and when the catheter was returned to the tip, the needle stuck into the catheter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.